Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the device was reprocessed with a different procedure from the instruction manual, which was due to the leak caused by the missing (ke45/silicon rubber) single-component, paste-like, thixotropic adhesive. However, there was no information on the cause of the silicon rubber disappearance. Thus, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera ii ultrasound gastrovideoscope was reprocessed with the different procedure from the instruction manual. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.